Event description:
It was reported that the patient fell and fainted a few times. At follow up on (B)(6) 2012 the lead exhibited impedance less than 156 ohms, and variable capture and ventricular sensing. A chest x-ray confirmed insulation anomaly under the collarbone. The lead remains implanted.

Manufacturer narrative:
(B)(4).